Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement and displacement test. Device received with normal operating currents. Device monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. Device received with cracked select button keypad overlay, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that during a battery change, the insulin pump screen went blank and did not switch on. The customer stated the contacts on the battery cap were neither missing nor damaged. The display did not return after the pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.